Event description:
Information was received from a consumer regarding a patient receiving fentanyl (250 mcg/ml) at 75.85 mcg/day and baclofen (2000 mcg/ml) at 606.8 mcg/day for intractable spasticity. The patient was on a flex schedule whereinfrom 9am-9pm they are on one rate and from 9pm-9am they are at a rate of 20% higher than the daily schedule. Beginning (B)(6) 2016 the patient was having overdose symptoms of dizziness, little strokes, "respiratory slowed," and sweating. On (B)(6) 2016 the daily rate (not the concentration) of both the baclofen and fentanyl were increased 20%. The increase was made to both schedules. The patient notified the managing physician at office opening on monday (B)(6) at approximately 8:30am. Adjustments were made to reduce the 9pm-9am flex schedule back to the (B)(6) 5th level (decreased 20%).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.